Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('she's having everything removed except for ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced premature menopause ("your early menopause is really essure related") and adenomyosis ("turned out to be adenomyosis"). The patient was treated with surgery (removed). Essure was removed. At the time of the report, the medical device removal, premature menopause and adenomyosis outcome was unknown. The reporter considered adenomyosis, medical device removal and premature menopause to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media adenomyosis, medical device removal and premature menopause. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('she's having everything removed except for ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced premature menopause ("your early menopause is really essure related") and adenomyosis ("turned out to be adenomyosis"). The patient was treated with surgery (removed). Essure was removed. At the time of the report, the medical device removal, premature menopause and adenomyosis outcome was unknown. The reporter considered adenomyosis, medical device removal and premature menopause to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media adenomyosis, medical device removal and premature menopause most recent follow-up information incorporated above includes: on 18-mar-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.